Event description:
It was reported, the camera head was found with a hole in the cable isolation during the reprocessing process. No patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, d9, d10, e1 (first name and last name), h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: ¿during the reprocessing process, the customer found a hole in the cable isolation". The cause is due to a gap between cable unit. Based on the results of the investigation, the most probable cause of the identified failure is problems traced to the user not following the manufacturer's instructions. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was found with a hole in the cable isolation during the reprocessing process. No patient involvement.